Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter indicated obtaining blood glucose results of "390 and 114 mg/dl" with a lifescan meter, performed in less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. There is no indication that the product caused or contributed to an adverse event.